Manufacturer narrative:
#06/243

Event description:
The reporter stated the surgeon inserted an icm120v4 12.0 mm implantable collamer lens on 11/22/2005. The lens was explanted on 04/04/2006 due to inadequate vaulting. The lens was exchanging using a longer lens.